Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the keypad buttons have been intermittently unresponsive for about a week. She noted that she has to press the buttons multiple times before the pump will respond, and that the buttons do not stick. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that she wears the pump in her bra.